Event description:
Patient was admitted on 12/2/93 for total left hip replacement. The evening of 12/2/93 the patient complained of shortness of breath and chest tightness. Cardiac cath balloon angioplasty performed on 12/5/93. On 12/6/93 aortic balloon pump (abp) rupture was suspected. Small amount of blood was detected in the sheath of the swan-ganz was leaking into the iabp catheter tubing. On 12/6/93 the abp was replaced. After showing improvement in the days following the procedure, on 12/10/93, the patient expired following an episode of regulatory difficulty.